Event description:
A patient was referred for replacement surgery due to high impedance. A company representative attended a surgical consult for the patient. The patient reported that he had experienced 4 very bad falls during seizures in (B)(6), 2 seizures in december, and 1 in (B)(6). System diagnostics performed during the consult confirmed the high impedance and indicated that the programmed output current was not being delivered. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery. The explanted lead and generator were received by the manufacturer for analysis. Analysis was approved for the returned portions of the lead. Note that a portion of the lead assembly including the electrodes was not returned for analysis, so a commentary could not be made on that portion of the lead. Set screw marks were observed on the connector pin. No obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No discontinuities were identified in the returned portions of the lead. Analysis has not been approved for the generator to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the generator and reviewed. The last significant change in impedance value indicated that high impedance existed prior to explant surgery. The generator was interrogated, and system diagnostic tests were performed with various electrical loads and returned the expected results. The generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.